Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that they have an uti and they don't know if the device is working, they stated the problem started since the surgery and they took antibiotics to treat it but now they have another infection and their doctor sent more medicine to treat that, patient was really upset due to they have been having problems after the procedure. The patient was redirected to their healthcare provider to further address the issue. Reviewed device education. Additional information was received from a manufacture representative. They reported patient was treated with antibiotics from her dr. The infection cleared up, they met with the patient in clinic to teach her how to use the remote and confirmed for her that thedevice was on and functioning properly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.